Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: a (B)(6)-month-old patient was receiving a vizmin infusion. Over two hours into the infusion, the nurse saw air in the line, and began drawing bubbles out with a large syringe. As she drew the bubbles out, more bubbles formed in the line. The nurse then opened the pump, and observed leakage around the green free-flow protection clip. No patient injury occurred.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). Based on the data from the investigation we are unable to determine the root cause of the reported incident. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.